Event description:
It was reported that two days post implant the patient received electric shock treatment and the next day the device was programmed but it was not possible to program the device. There was no magnetic frequency response and no beeping sound when the magnet was used. The device was thus replaced. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct device codes and impact codes.

Event description:
It was reported that two days post implant the patient received electric shock treatment and the next day the device was programmed but it was not possible to program the device. There was no magnetic frequency response and no beeping sound when the magnet was used. The device was thus replaced. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated. Additional information noted that two different programmers were used to interrogate the device unsuccessfully. A new device was successfully interrogated by he previously used programmers.

Manufacturer narrative:
This report is being filed to correct device codes.

Event description:
It was reported that two days post implant the patient received electric shock treatment and the next day the device was programmed but it was not possible to program the device. There was no magnetic frequency response and no beeping sound when the magnet was used. The device was thus replaced. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated. Additional information noted that two different programmers were used to interrogate the device unsuccessfully. A new device was successfully interrogated by he previously used programmers.

Event description:
It was reported that two days post implant the patient received electric shock treatment and the next day the device was programmed but it was not possible to program the device. There was no magnetic frequency response and no beeping sound when the magnet was used. The device was thus replaced. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated. Additional information noted that two different programmers were used to interrogate the device unsuccessfully. A new device was successfully interrogated by he previously used programmers.